Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue"), depression ("depression") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, menstrual disorder, fatigue, weight increased, depression and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, fatigue, menstrual disorder, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.